Event description:
The patient's relative contacted animas alleging the patient's pump had been rebooting for past couple of days. The reporter stated that the subject pump powered off during the night while the patient was sleeping and the patient awoke to an elevated blood glucose (bg) of 427 mg/dl. The patient's relative reported that the patient had symptom of shortness of breath; however, symptom abated after the patient gave a correction bolus via injection. The patient went to backup plan and at time of call the patient's blood glucose was 235 mg/dl with no symptoms. At the time of troubleshooting, the reporter confirmed that the subject pump's battery compartment was cracked and that the patient was not able to secure the battery cap to the pump. The patient discovered the crack on the battery compartment a couple of days prior when replacing the battery. This complaint is being reported because the patient developed signs/symptoms of hyperglycemia after the alleged power issue began.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. Visual inspection revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The battery cap was not returned with the pump for investigation. A test battery cap was used to complete testing. The pump powered on normally with no alarms. The pump was exercised for 29 hours with no delivery or power issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.